Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital due to an internal controller fault alarm. Log files were sent that confirmed the fault. The "replace system controller" message displayed on the heartmate touch. The emergency backup battery (ebb) was exchanged, but the alarm continued. The controller was exchanged and the issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller fault alarm was confirmed via log file analysis. The log file captured the controller fault alarm, which was associated with a backup battery test circuit fault code. The system operated within the patient speed limit value (5,400 rpm) and low speed limit value (5,100) during the alarm events. Event details indicated the replacement of the backup battery did not resolve the alarm issue. This led to a system controller exchange, which resolved the alarm issue. Additional information communicated that the system controller was lost in the hospital and will not be returning for an evaluation. A root cause of the controller fault alarm could not be determined through this evaluation. To date, the system controller (serial # (B)(6) associated with the event was unavailable for an evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Also under this section, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. Under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.